Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent alert 38 indicating a motor stall after multiple restarts, and the alert reappeared shortly after startup; the user¿s glucose reached 220 mg/dl and remained elevated for more than 90 minutes, after which the user transitioned to multiple daily injections as backup therapy. Symptoms included no reported clinical manifestations. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, review of device performance based on reported alarm history, and arrangement for replacement with return of the original device for evaluation. Investigation of this device revealed a suspected pump motor stall consistent with the reported alarm, with the pump component implicated and no user injury identified. It was concluded, based on previously established findings for similar reports, that the most likely cause was a device mechanical malfunction. The device paired with the mobile app, and the downloaded logs confirmed the complaint related to alert 38. During the rewind cycle of the leadscrew, the motor train emitted a low buzzing sound, indicating a potential fault. Although the motor train did not fail, the refurbishment department will replace it as a precautionary measure.